Manufacturer narrative:
The device was not returned to the manufacturer for physical examination and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Review of treatment records revealed this peritoneal dialysis patient had a drain complication. The reported drain volume of 5530 ml was 184% over the expected drain volume which resulted in a reportable device malfunction.